Manufacturer narrative:
This report is being supplemented to provide additional information received (via e1, e2, e3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information inadvertently not identified within the initial report (identified in b5) . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left off of the initial report identify the customer's non-reportable issue was found during general inspection on (B)(6) 2022, with no procedure planned, nor the device used on a patient with foreign material.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found foreign material in the forceps elevator. The device evaluation found the adhesive on the bending section was detached and the bending section was discolored. The connecting tube had a scratch, the image guide protector had a cut, the control unit was dirty, the right/left and up/down knobs were dirty, the universal cord was sticky and had a scratch, the water supply connector was deformed, the switch 1 had a cut, and the distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the duodenovideoscope had the forceps elevator wire cut off and the angulation knob felt loose. Inspection and testing of the returned device found foreign material in the forceps elevator. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.